Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, t was determined that the drawer failure icon appeared on the screen, and the drawer was forced to stay closed as it did not register as closed. A field service engineer (fse) replaced the latch sensor and the cord to the position sensor to resolve the issue. The fse logged into the hardware test application (hta), opened drawer 6, and attempted to pop out a 2x5 cubie in the last row, but the device did not recognize that the drawer was open because the position sensor was not working. The failure was not recovered. The fse then replaced the position sensor to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was clicking before opening but the cubie lid was not opening. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was clicking before opening but the cubie lid was not opening. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.